Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring 2001 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted there was no stored episodes of noise. Technical services discussed troubleshooting options. At this time, the device and rv lead remains in service. No adverse patient effects were reported.